Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; seroma; rupture.

Event description:
Patient representative reported left side "swelling, redness, hardening" and "rupture." Healthcare professional later reported left side capsular contracture baker grade IV and "approximately 50 ml of peri-implant seroma" discovered intraoperatively. The device has been explanted and replaced. "Antibiotic, levofloxacin, clindamycin" were prescribed as part of treatment.